Event description:
The complainant stated that the liquid oxygen unit their parent receives from apria healthcare is not distributing the appropriate amount of oxygen due to a malfunction. Stated that they have compalined to apria but received no response. The complainant and parent both wished to remain anonymous because they are afraid apria will retaliate against them. The complainants parent regularly increases the flow of oxgyen so they will not become lightheaded. Also stated that the medical equipment parent receives from apria is usually dirty.